Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The customer service mode was run and no anomalies were found. The returned meter was tested with the in-house contour next test strips and in-house breeze2 control solution to simulate as blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's age and weight were not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation a replacement meter kit was sent to the customer.